Event description:
It was reported that during a procedure, the handle of the unit melted. No adverse consequences to the pt were reported. Further, the surgeon completed the procedure with the same unit.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.